Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They did not understand the thing because they try to change it and she doesn't know what to do. They feel like they need to catheter. It is not making her have to go all the time. She has to go but she can't go. She was checked yesterday and she does not have an infection. She is retaining urine. They checked her urination and she didn't have any infection. They told her to turn up the stimulation. She turned it up but it hasn't done anything. The return of symptoms started yesterday. Walked caller through checking her settings and she was on program 3 at 2. 8 volts. She increased the stimulation to 3. 1 volts. She said, she has changed the program so many times and going down doesn't help. I asked her if she had any falls or accidents. Patient said, no. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had the device implanted to treat overactive bladder. They were having accidents and peeing too much prior to implant, but now it felt like it was activating their bowels instead. Patient also did not have much urinary output when they urinate now. Patient services reviewed potential for therapy to cause adverse changes to bladder and bowel. Patient services reviewed options to turn stimulation down or turn therapy off until they can discuss further with managing physician. The patient declined assistance using their smart programmer. They were redirected to follow up with their healthcare provider (hcp). Information was later received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said they thought when they implanted the ins, it was supposed to help them urinate. Patient said it seems like the ins hasn't done anything since implant. Patient said during the trial, they were urinating up a storm (patient confirmed they were getting really good therapy relief) and the healthcare provider (hcp) said the patient was a good candidate. Now, patient said they don't pee much at all. Patient said they've increased stimulation from 1.5 to 2 over the course of some days, but it hasn't helped them. Patient said it seems like it's stimulating the bowels rather than the bladder. Patient also said other than when they adjust stim, they can't feel the stimulation sensation. Patient said it seems like they've had a bladder infection ever since they got the ins. Patient said they're tired of getting infections. Reviewed general therapy guidelines, expectations and therapy optimization options. Reviewed stim sensation vs therapy relief, reviewed patient can continue increasing stim, change programs, described purpose and functionality of programs, try decreasing stim or turning stim off for a short period. Patient said they have an appt with their hcp on thursday but they can't wait that long to urinate. Offered to help many times with any options given and patient declined. Then patient mentioned that when they've tried to connect to their ins to increase stim they have a hard time getting the communicator over their implant just right. Patient said they have to fiddle around with it before they can get in the right spot. Redirected to hcp to check internal components, placement of implant and review therapy/telemetry issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.